Manufacturer narrative:
(B)(4).

Event description:
The patient does not currently have a managing physician the ins (stimulator) stopped working suddenly. The patient had a return of pain gradually. On (B)(6) 2015, the stimulator stopped working. On (B)(6) 2015 the patient had return of pain gradually. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from hcp for why device stopped working and actions taken. Follow will be submitted if ad ditional information is received.